Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had damage. The customer's blood glucose level was 489 mg/dl at the time of incident. The customer stated that reservoir had leak and the location of the leak is inside of the insulin pump in the reservoir compartment. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed visual inspection and found missing septum from the snap-cap. Unable to perform pre-fill test.